Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A red blood like substance in balloon was indicative of a leak. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure and a pinhole leak was located 8mm distal from the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified forearm shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, upon first inflation, the balloon ruptured at 4atm and was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and patient status was stable.

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified forearm shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, upon first inflation, the balloon ruptured at 4atm and was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and patient status was stable.